Manufacturer narrative:
D5; h2,3,4,6' g4: added addition info. The product complaint analysis team had completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(5); staples in the track, yes(18); trigger engaged with precock, yes; functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and visual examination, it was concluded that the reported "no staples would fire from the device" during surgery occurred due to five staples jammed in the cartridge nose and a yielded cartridge nose weld. The instrument was received with five staples jammed in the nose and with a yielded nose weld. Functional testing could be performed. The device was disassembled and 23 staples were found in the device. No conclusion could be reached if the five staples jammed in the nose caused the nose weld to yield or if the yielded nose weld caused the staples to become jammed in the nose.

Event description:
It was reported the ems was used during a bilateral laparoscopic hernia repair. It was reported no staples would fire from the device. There was no consequence to the pt. 10/31/97 another ems was opened to complete the case.